Event description:
It was reported that the patient was admitted to the emergency room after administering a bolus of 20 units of insulin. The pod was worn on the leg between 36 and 48 hours. During transport via ambulance, the patient was connected to a glucose drip. Upon arrival, her blood glucose level was low at 43 mg/dl. She was diagnosed with inulin poisoning and hypoglycemia. Treatment included intravenous glucose, snacks and food, and a saline d5w (5% dextrose in water) solution. The patient sought medical attention at approximately 6:30 pm and was released around 11:30 pm on (B)(6) 2025. The patient's mother reported the patient had given them too high of a bolus which led to the hypoglycemia event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.